Manufacturer narrative:
Device evaluation: one used suspect device has been returned. The eval has not been completed. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar rga for this lot number for two events. Evaluation method: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow up report will be submitted when the device eval is completed.

Event description:
The customer reported they have had more than 12 disconnects under pressure. The disconnects happen at 900 psi. The airless rotating adapter disintegrates. No harm or injury reported. Customer reported this has happened "more than twelve times." The customer has not provided any specific info for each event. It is not known if the twelve events are for the same catalog and lot of product. Customer has returned one defective device. This one report will be filed.